Manufacturer narrative:
The device is not expected to be returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) system was explanted due to infection. No additional adverse patient effects were reported. The device is not expected to be return.